Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that their programmer wasn't working and then clarified that they started seeing a poor communication screen and started seeing this "last month" and confirmed it was july. The patient stated that he could still feel the pulsing but he couldn¿t connect. Patient services reviewed that based on the age of ins, it was most likely depleted and to follow up with the healthcare provider (hcp). The patient was directed to follow-up with the hcp. No further complications were anticipated/reported.